Manufacturer narrative:
Additional information: g2, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the guidewire was kinked in several places, consistent with the failure mode of difficult to remove from puncture needle. It was reported that the guide wire was unable to be withdrawn and there was a guide wire issue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery inside the neck under local anesthesia, the needle was attempted to be inserted into the guidewire, the guide wire was kinked. They removed the guide wire together (at the same time) with the puncture needle. No tools used to remove the guide wire. The guide wire was not frayed, coiled, unraveled. The guide wire did not break into pieces. The puncture needle used was the one included in the kit. The guide wire used was the one included in the kit. No resistance when inserting the guidewire. No excessive force applied on the product. The dimension of the puncture needle and the guide wire matched what was indicated on the label. There was no dimension issue noted. No other products being utilized with the device. Nothing unusual observed on the device prior to use. Flushing was done prior to use, the result was normal and no problem. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was n ot treated prior to product placement. The product was replaced on the same date as the event date and the procedure was completed. There was no blood loss. No intervention/treatment required as a result of the event. There was no reported patient injury.